Event description:
The insert was found to be "unstable' when it was fit to the baseplate. There was movement of approximately 1-2mm. The insert was cemented to the baseplate. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation of this event can not be performed because the device was not returned to howmedica.